Manufacturer narrative:
Results of investigation: this unit was field serviced by a vyaire medical authorized service technician. The service technician was not able to verify the customer's reported issue during testing and evaluation. The device passed all testing and met all vyaire manufacturer specifications.

Manufacturer narrative:
At this time, vyaire medical has not received the suspect device. Once received and evaluated, a follow up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that the unit was not ventilating while in use on a patient. The patient was manually ventilated and placed on another ventilator without any issues. There was no patient harm or injury.